Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the device was explanted from the patient because the inner constrained mechanism had separated from the outer mechanism in situ.